Manufacturer narrative:
Upon disassembly for visual inspection the flex assembly was damaged.

Event description:
It was reported that the core impaction drill started smoking and then heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Event description:
It was reported that the core impaction drill started smoking and then heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Device has not been returned yet.